Event description:
It was reported via repair work order that the scale reading would fluctuate due to load cell malfunction. It was also reported that the motion interrupt pan was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.